Manufacturer narrative:
A DHR review was completed with no noted nonconformances during the manufacturing process. A retain sample was tested and successfully delivered shocks without any sparks, arcs or other nonconformances. Energies were discharged successfully. Additional information was requested by the manufacturer from the end user to better understand what "puffed up" meant. No further information was provided and samples were not returned. Report is being submitted as a potential malfunction.

Event description:
While coding patient, they were defibrillated twice. After the second defibrillation during CPR, smoke was smelled. The patches were checked, and one of the pads was puffed up. Pads were removed and new pads were placed.